Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 30 mg/dl. The customer was assisted with troubleshooting. The customer did not mention any treatments and symptoms related to low blood glucose level. Customer reported that they did received calibration not accepted alert. Customer experienced other relevant blood glucose values such as 84 mg/dl and 200 mg/dl. The insulin pump will not be returned for analysis.